Event description:
It was reported that during a laparoscopic cholecystectomy, when clipping on the cystic duct; the clips were malformed. The ends were twisting over each other. This repeatedly happened. The clips were removed and a second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: clip gap. The analysis results found that the el5ml device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident; the device was cycled and 6 clips with gap were fed and the remaining 6 clips were fed, and formed conforming. In addition, the device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: were clips malformed? Yes. Were clips scissored? Yes. Were clips both malformed and scissored? Yes. Was device fired over another clip or hard structure? Unknown.